Manufacturer narrative:
Upon follow up it was reported the patient was treated with unspecified antibiotics which were discontinued 67 days after event onset. The patient has recovered from peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event on the same day as the onset. The treatment for peritonitis was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.